Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. It was not reported if the patient was hospitalized. The patient was treated with fluconazole (200mg, oral, four times a day, discontinued), levofloxacin (250mg, oral, daily, discontinued) and cephazolin (1500mg, intraperitoneal, daily, discontinued) for the event. At the time of this report, the patient has recovered from the events. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.